Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional. Date of implant; corrected data: additional information indicates that the suspect device is the generator. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
It was reported that the vns patient¿s device showed high lead impedance during an office visit on (B)(6) 2014. The patient¿s device was programmed off. The patient recently underwent generator replacement surgery on (B)(6) 2014. No patient trauma was reported following surgery but the patient experienced a few falls prior to surgery. X-rays were taken but will not be provided to the manufacturer for review. Clinic notes were received for the patient¿s office visit on (B)(6) 2014. The notes indicate that the patient was unable to feel stimulation and was no longer having throat sensations. X-rays were reported to be unremarkable. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient underwent surgery. The lead pin was reinserted into the generator header which resolved the high impedance. System diagnostic results showed lead impedance within normal limits (impedance value ¿ 2567 ohms).